Event description:
Small metal filaments were shed from the inside of the lag screw. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
DHR reviewed and no anomalies were identified.

Manufacturer narrative:
The information provided herein is in response to FDA letter dated december 17, 2009 with the referenced number 2242816-2009-00078, sent by (B) (4). A complaint was received which indicated metal filaments had shed from the inside of a lag screw upon inserting a guidewire. Upon receipt of the returned product, a visual examination was conducted and the lag screw appeared to be in good condition. The particles, however, could not be identified. The particles were sent out for sem evaluation. Upon evaluation, it was evident that the particles were not metallic as originally reported. The sem report showed that the particles were mainly comprised of carbon and oxygen with lesser amounts of sodium, phosphorous, sulfur, chlorine and potassium, which are typical chemicals used during the anodize process. The supplier was contacted about the event and a supplier corrective action report was initiated to document their investigation. The supplier reported the cannula was inspected and found to have complete coverage of anodize, indicating the foreign material was not present prior to or during the anodize process. The lag screw and particles were also inspected by their anodizing supplier who confirmed that full coverage on the cannula was present, ruling out blockage during the anodizing process. Both suppliers indicate that all manufacturing and processing steps were reviewed and that there is no operation which introduces fixtures or objects into the cannula. Both suppliers have inspected the particles and indicate they do not appear to be a material used in their manufacturing processes. Although we could not identify the source of the material found in the cannula based on both biomet's and the supplier's investigation, a review of the complaint history did not result in any other events where small particles or fragments of any kind were found inside the cannula of a lag screw or any other screw. The lot comprised of 25 pieces of which 18 were sold and used without any reported incidents. The remaining 6 pieces in biomet's inventory were inspected and found to be clear of any obstructions. Furthermore, the reported event indicates the particles shed from the lag screw did not come in contact with the patient. As such, this is considered to be an isolated incident.

Event description:
The surgeon reported a problem with the vanguard lap-band system. The vg band appeared to have leak around the band when examined under fluoroscopy, injecting radio-opaque dye into band. Per the surgeon "the stainless steel connector was eroding through the tubing where it was connected to the port."